Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open anterior resection/hartmann's procedure, during the 5th and final firing of the stapler, the handle snapped off the device. All components were retrieved and none ended up in the abdominal cavity. Another ntlc75 and reload were used to complete the case and there was a delay of approximately 5 min. The surgeon trained and experienced. Patient outcome: as expected, no adverse effects.

Manufacturer narrative:
(B)(4). Batch # n54j7a. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 45 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.